Event description:
The account alleged the bed has no reverse trendelenburg unless it's at the down limit.

Manufacturer narrative:
The accounts biomed said he gets a switch closed at p15 at both the up and down limits. Repairs have not been completed.